Event description:
Additional information was received from the customer on 07sep2021 noting the following: the patient was a 56 year old male weighing 198 pounds with a history of colon polyps. The first procedure (egd) was completed at the original facility. The second procedure (colonoscopy) was completed the same day at the second facility (procedure noted in initial report). It is unknown if the patient experienced any adverse events due to the delay in completing the second procedure or resulting repeat sedation required(colonoscopy) at the second facility, and the patient's current condition could not be provided for the same reason. This report is related to medwatch report#8010047-2021-11443, which records the cv-190 (evis exera iii video system center) used during the same procedure.

Manufacturer narrative:
This report contains additional information received from the initial reporter. However, the investigation is ongoing. Should further additional information be received, another supplemental report will be provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, a definitive root cause could not be identified. However, because the investigators were unable to reproduce the reported failure, it is believed that the error code was caused by a malfunction of the endoscope, not the light source. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the evis exera iii xenon light source stopped displaying an image during a procedure. According to the initial reporter, the system was generating error codes b30 & e216. Reportedly, the doctor was able to retract the endoscope from the patient. However, in order to successfully complete the procedure, the patient had to be moved to another facility with a working light source device. Once there, the procedure was completed. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
During the customer's call with olympus technical assistance center (tac) personnel, the doctor confirmed that a pcf-h190l was being used during this event. Per the reporter, once removed, remedial action on cleaning the contacts from the scope were made, this did not resolve the issue. The staff also tried another scope, but were still unsuccessful. The customer confirmed that they did not have another tower on site to attempt any trouble-shooting with. Tac recommended the system be sent in for evaluation in order to determine the root cause of this event. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was not confirmed. The unit was tested with an olympus video processor was well as several different scopes, no b30 or e2016 errors were noted during testing. However, a worn out scope socket slider switch was discovered, and was causing intermittent use of high intensity mode. Additionally, there was corrosion noted in the air tubing, and the lamp life meter was reading at +500 hrs - these items were require replacing. If additional information becomes available following device evaluation, a supplemental report will be filed.